Event description:
The customer reported the system was producing overload fault messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were replaced. The system was tested and operates as intended.